Event description:
Pt had undergone a fluoroscopic coronary angioplasty to rule out carotid artery disease. Fluoroscopic coronary angioplasty findings showed occluded rt internal carotid artery; no significant lt internal carotid artery stenosis. Upon transfer of pt from procedure table to cart, pt developed lt hemiparalysis & decreased mental status. Pt was intubated & sent to intensive care unit. Progressively became more unresponsive & expired. Presented 2 days after the procedure & was diagnosed with a new lacunar infarct - mild stroke.